Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 4968 implantable pacing lead (B)(6) 2004; addrl1 implantable pulse generator (ipg) (B)(6) 2013. (B)(4).

Event description:
It was reported that a few days after a routine device change, the patient was experiencing muscle stimulation as the right atrial (ra) lead was set to a high threshold. The right ventricular (rv) lead appeared high in bipolar configuration, and within normal range in unipolar. When the lead was changed back to bipolar, the thresholds were back to what they had been prior to the changeout. Both ra and rv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.